Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to a motor gear box jam. We are unable to perform the functional tests due to the gear box jam.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer¿s insulin pump alarmed motor error during the rewind process. Troubleshooting was performed. Ran a displacement test and the test failed. It was stated that the infusion set and reservoir were changed, but the alarm persisted. Performed a self-test and passed. No further info was provided.